Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the crossflow pump was running at high pressure.

Manufacturer narrative:
Alleged failure: high pressure issue. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: the inflow cassette was not properly inserted, kinked inflow cassette, user settings, improper joint level. The product was returned for investigation and the failure mode was not confirmed and will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the crossflow pump was running at high pressure.